Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred seven days after sensor insertion in the abdomen. The patient¿s son noticed that the cgm values on his follow app were under 100 mg/ml and low, so he phoned his mother and told her to drink orange juice and peppermint to raise her blood glucose, and then drove to her house. The patient¿s cgm values rose to 188 mg/dl then 20 minutes later dropped again. No symptoms were specified. He called 911 and emergency personnel transported her to the emergency department where the blood glucose values were higher than 500 mg/dl. She was treated with unknown IV medication to stabilize her bg for several hours until her bg level was in the 300 mg/dl range. The cgm values remained low (unspecified value) for several hours during the event. The sensor was discarded. At discharge although her bg level had decreased, she felt weak. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.